Event description:
Caller reported a malfunction on the pump with malfunction code 16, and despite resetting following guidance from technical support, the issue recurred. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged to replace the pump and provided reset and storage instructions, as well as return procedures for the faulty device. The customer will use multiple daily injections as backup therapy until the replacement is received, with additional training available through their tandem source account.